Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 05/20/2013 and has no repair history at zimmer surgical. Evaluation of the device confirmed the customer's reported event, as the device did not operate during testing. The device did not operate and that the motor displayed excessive corrosion. Prior to repair, the device was within calibration specifications at all tested thickness settings. Given the corrosion on the motor casing, it is likely that the interior of the motor was corroded as well, which most likely caused the customer's reported event. The cause of the corrosion was likely due to the entry of moisture within the handpiece. Improper handling related to cleaning or sterilization of the unit most likely allowed moisture to enter the handpiece. No information was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused the corrosion on the motor. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer electric dermatome was not operating. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.